Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "implantation of the micra transcatheter pacing system: single polish center experience with the real costs of hospitalization analysis." Cardiology journal. 2020. Vol. 27, no. 1, 47¿53. Doi: 10.5603/cj.a2018.0075. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implants of leadless implantable pulse generators (ipg). The article reports one patient that developed a large right groin hematoma at the puncture site post implant of the leadless ipg. The hematoma was associated with anemization and the patient required a transfusion of six units of blood and surgical intervention. The status/ disposition of the device appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.